Event description:
On (B)(6) 2013 it was reported that the patient¿s vns was unable to be interrogated with the consultant¿s programming system and two programming systems used by the physician. The programming systems in the physician¿s officer were used earlier that day with no issues on other patients. The consultant confirmed that the handheld was not plugged into the wall during the use, the 9v battery was working properly, and did multiple positional interrogations, including having the patient lay on table and lifting their arm. The generator was able to be palpated by the consultant. The consultant indicated that the patient previously had her generator disabled due to breathing issues she had after being titrated and she came into the office today to have the device turned back on so she could start the therapy up again. The patient mentioned that she didn¿t recall being exposed to any electrical towers or high powered equipment or lightening. The only thing that she could indicate was that in the past few years, she had been in a coma a few times, but she didn't think that a defibrillator was used on her. She also indicated that she recently had knee surgery on her acl and the surgeon used electrical current in her thigh and knee. The consultant tried to do a generator reset on the device two separate times with no success. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Additional information was requested from the physician but no further information has been received to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.